Event description:
It was reported that a female patient who underwent primary breast reconstruction with a 250cc mentor tissue expander with suture tabs experienced left sided deflation post procedure. As a result, replacement with a 205cc mentor memoryshape breast implant was performed on (B)(6), 2022. The patient is fully recovered.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 20, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample no apparent damage or visual anomalies were observed. Leak testing was performed according to the mentor procedures, and it revealed a tear on the anterior view between the union of the shell and patch. A microscopic examination was performed, and the cause of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 9538195 number, and no non-conformances were identified. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).